Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started on nine days earlier. As a result of the reported issue, the patient administered self-care by taking her usual dose of 12 units humalog insulin. After the reported meter issue began, the patient developed symptoms of anxiety, a dry mouth, and feeling nervous. The patient denied receiving medical intervention from a health care provider and was not tested on another device. The patient also mentioned that the issue occurred again on the morning of original date. Again, the patient took her usual dose of insulin. The patient reportedly developed symptoms of feeling nervous and panicky after the issue began. The patient did not replace the meter's battery according to the owner's manual. She did not have a replacement battery to try during troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms suggestive of hyperglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.